Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact and not broken off as reported. The device's the tissue pad was melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a cholecystectomy procedure, when the surgeon was using the harmonic, when suddenly the jaw broke (blade tip); did not fall into the patient. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.